Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed a user advisory 45 (not at "home" position after power-on/restart) error message was confirmed in the archive data and during functional testing. When the platform's driveshaft is not in its "home" position, ua45 is triggered. This advisory is typically resolved by pulling up on the lifeband until the band is fully extended, which will return the driveshaft to its "home" position. However, the encoder drive shaft on this platform was not rotating smoothly and exhibited binding and resistance. This issue made it difficult for the user to pull up the lifeband completely. The root cause of the reported complaint was a failure of the integrated encoder gearbox and the drivetrain motor, likely attributed to a failed component. The archive data review indicated several ua45 around the reported event date, thus confirming the customer's reported complaint. The autopulse platform failed functional testing as a ua45 displayed upon powering on, thus confirming the customer's reported complaint. The failed integrated encoder gearbox and the drivetrain motor need to be replaced to address the customer's reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
During the shift check, the autopulse platform (sn (B)(6) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. No further information was provided. No patient involvement.